Event description:
It was reported that a leak from the patient line of the cassette was observed during the initial drain on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection four holes were observed in the patient line tubing approximately 115 inches from the patient line connector. The device was connected to a pressure gauge at eight psi under water for leak testing and leak was observed from the four holes. Clamp function test, clear passage test and simulated therapy were performed with no defects noted. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.